Manufacturer narrative:
Qc was within the established ranges prior to the event, but was low after the event. A bci field service engineer (fse) visited the site on (B)(6) 2010, and cleaned the flowcell, tubing, and ratio pump. The fse changed the carbon bridge and reagents. Due to ongoing issue with qc, the fse replaced the ratio pump on (B)(6) 2010.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), and chloride (cl) results generated by unicel dxc 800 pro synchron clinical system for one patient sample. The results were reported out of the laboratory. The customer noted the anion gap was low for this patient, and the sample was rerun. The repeat testing on an alternate instrument produced higher results, and the report was amended. The patient treatment was not impacted.